Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance with a full supply change for the ilet system, completed the supply change with guidance, and successfully resumed insulin delivery without alerts or alarms; blood glucose measured 217 mg/dl after the user consumed orange juice and felt nervous. Symptoms included hyperglycemia. Outcomes included no escalation of care and resolution of use-related concerns through troubleshooting and education. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device malfunction and no component issues, with the hyperglycemia attributed to user actions and situational factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.